Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 2250.0 mcg/ml of baclofen at 460.3 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2016, it was reported that the patient was not having the expected relief from the implant. A catheter dye study was performed on (B)(6) 2016. During the study, the patient¿s hcp was unable to aspirate csf from the catheter access port. A catheter revision occurred on (B)(6) 2016 in which 3.5 cm of the spinal segment of the catheter was removed and replaced with a new catheter portion. The issue was reported as being resolved. The patient¿s medical history included spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.